Event description:
It was reported the screw from the mount/transfer couldn't be removed from the implant and the implant was removed. Proceeding was completed with another product.

Manufacturer narrative:
Zimvie complaint number (B)(4).